Event description:
It was reported that lead impedance measurements were high through the device, and checked normal with the analyzer and a new device. A possible header issue was suspected. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: during analysis, the device's memory chip became corrupt, causing the device to function as a ventricular only device. In addition, the testing equipment could no longer communicate with the device. Due to the corrupt memory chip, analysis could not be completed and the root cause of the reported event could not be determined.